Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that patient faced 6 infusion set cannula kinked events. The infusion sets had been used for few hours. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12424 - device 6 of 6.